Event description:
During a fibroid resection with a myosure device, the "blade got stuck in the closed position and protruded from the window" three times. Each time, the physician "used forceps/graspers to physically put the blade back in" however, the blade eventually "broke off and fell into the pt's uterine cavity". The physician performed a hysterectomy, reason unk. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) precautions: exercise care when inserting or removing the device. Excessive bending of the device distal tip can cause the trd's cutter to come out of the cutting window. If such damage occurs, replace the device immediately. Reference internal complaint (B)(4).